Event description:
The complaint involved a unspecified spiros. It was reported that the spiros disconnects during administration infusion to patient. There was patient involvement and there was delay/pause in therapy. Various date in late (B)(6) through (B)(6) 2025. This is the first of two occurrences. There was no patient harm. This is the second of two occurrences.

Manufacturer narrative:
The reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.